Event description:
The account alleges that during a vascular intervention procedure, the micropuncture access wire was inadvertently sheared off during an access attempt within the patient's right internal jugular (rij) vein. The foreign body became embedded within the patient's vascular wall/tissue. The patient tolerated the procedure well.

Manufacturer narrative:
The suspect medical device was not returned for evaluation. The complaint could not be confirmed. The root cause could not be determined. The device history record was reviewed, and no exception documents were found. A search of the complaint database was performed and no similar complaints for this lot number were identified. Should the device be returned later, the investigation will be reopened.